Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve was returned and was visually examined. The examination revealed that one strut was bent outwards at the inflow side on the crimped valve and the leaflets were dehydrated due to storage condition (prolonged crimping) during the return handling process. A 3mensio was provided and revealed tortuosity on the access vessel and an undersized vessel on the access side, which the minimum average access vessel is 4.5mm in diameter. Calcium was present at the access vessel. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the 3mensio report provided, there was presence of tortuosity at the access vessel, and the femoral access minimum lumen diameter were less than 5.5 mm. Additionally, there is presence of calcium at access vessel as per IFU for a 14fr esheath+ 'caution should be used in vessels that have diameters less than 5.5 mm as it may preclude safe placement'. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. In this case, frame damage was confirmed based on evaluation of returned device. Available information suggests patient factors (tortuosity, undersized vessel and calcification) and procedural factors (device manipulation, high push force) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, a product risk nor a corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in germany, during a tavr procedure using a 23mm sapien 3 ultra valve implant via transfemoral approach, the 14fr esheath+ was damaged by a bent strut of the frame valve, the system had to be removed. A 2nd valve with 16fr esheath was successfully implanted.